Manufacturer narrative:
On (B)(4) 2016 a medtronic representative, following-up at the site, reported the alleged inaccuracy was approximated at 5-8 millimeters. The method used to measure the inaccuracy uses the teeth. Several sets of images have been tested, however, were unable to identify root cause. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported. Device evaluated by manufacturer? Not evaluated. Reason: part not received by manufacturer.

Event description:
A medtronic representative received a report from a site that while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy occurred. No further details regarding the issue, or when in the procedure it occurred, were provided. The surgeon opted to complete the procedure without the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: a medtronic representative reported that they performed a new surgery with a new set of images, a different protocol, and the accuracy was improved. A new layout and workflow was used to have a better outcome of the navigation. The doctor used to place the endoscopic tower, mayo table, and other instruments very close to the em field. The rep believes the issue was caused by both metal interference and images not to the protocol. A medtronic representative went to the site to test the equipment. The software and instruments passed the system checkout. The system was found to be fully functional. The instructions for use (IFU) and imaging protocol that accompanies the device provides guidance on reducing metal interference and optimizing image quality.